Event description:
It was reported that during a gastric bypass, while using the device for the first time, the surgeon inserted the ancillary (blue) trocar in the anvil, made an otomy in the stomach where he inserted the trocar using an anvil grasper. Then he pierced the trocar up and out of the stomach from where he would be making his gastric pouch. When he tried to pull out the ancillary trocar, it was nearly impossible. He spent about 15 minutes twisting and pulling, using different types of graspers, until he finally got it out and proceeded with the case. There were no repercussions with the patient, but it was very frustrating. No device returning.

Manufacturer narrative:
(B)(4). Device is not returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.